Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 678 (mg/dl). Reportedly, customer attempted to address bg levels by delivering a correction bolus and manual injections. While hospitalized, customer was treated with intravenous insulin. Customer was released (B)(6) 2016 with issues resolved.